Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : product no longer available for return.

Event description:
It was reported the patient received the following test result of 1.6 mmol/l. At the same time a blood sample was taken for a biochemical test. The hospital staff treated the patient with high osmotic glucose. After 10 minutes the patient received a test result of "hi" mmol/l (greater than 33.3 mmol/l) and a biochemical test value was 30.6 mmol/l..